Event description:
Customer reported that their patient devices were not connecting and the acuity system was giving 'check network' errors. Welch allyn tech support found that he could not ping the aruba controller. The customer power cycled controller and it worked fine. The next day, the controller froze up again. Customer decided to replace their controller. This resulted in a temporary inability to centrally monitor patients. However bedside monitoring was not affected. There was no report of any patient harm as a result of the reported event.

Manufacturer narrative:
The customer alleged that their aruba controller began locking up, causing patients to drop out. Once the controller was rebooted, the patient monitors would reconnect. This lock-up issue continued, so a new controller was purchased and installed. Since the replacement of the faulty controller, there have been no further issues. Controller was returned and welch allyn factory service confirmed an intermittent connectivity failure in the controller. The aruba controller is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability identifying these subcomponents as the source of the failure.